Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that the customer was at school when the insulin pump was alarming and the customer's blood glucose kept going up. The customer's blood glucose level at the time of the incident was 381 mg/dl. The customer was sent home and the customer's blood glucose levels were in the 600 mg/dl. It was noted in troubleshooting that the alarm history contained more than one motor error alarm within a 30 day period. The customer was advised that the device would be replaced and to return the product for analysis. The customer will call back in regards with returning the device.